Event description:
A report was received that the patient¿s ipg would not hold its charge. The patient had a non-device related surgery wherein it was unsure if electrocautery was used during the procedure. The patient will undergo a revision procedure.

Event description:
A report was received that the patient¿s ipg would not hold its charge. The patient had a non-device related surgery wherein it was unsure if electrocautery was used during the procedure. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.